Event description:
The following information was reported: right groin access. Inserted device through sheath pulled back to second stop did bleed back shuttled down device jammed. Converted to manual pressure for 15 minutes hemostasis achieved. Vessel size: 5-7mm.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. Sealant was visible through the shuttle cartridge side slit .the procedural sheath was not returned with the device. During investigation, the shuttle cartridge moved freely on the catheter shaft. Subsequent to unsheathing, it was immediately observed that the sealant was completely soaked in blood which was a typical indication that blood being forced into the shuttle cartridge. Failure to open the introducer sheath stopcock (as per IFU) could result in blood being forced (due to pressure inside the introducer sheath) inside the shuttle cartridge. However, the introducer sheath was not returned for physical investigation, the root cause could not be conclusively determined. The review of the lhr (lot f1414102) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the resistance felt during deployment might have been caused by sealant swelling up and increasing the profile causing the sealant to wedge between the shuttle cartridge and the sheath. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath causing the sealant to hydrate prematurely which can contribute to a device jam.